Event description:
Complainant alleged that pt was brought to the emergency room after suffering a witnessed cardiac arrest. The pt's heart rhythm was monitored and was determined to be in ventricular fibrillation. The device was charged to 120 joules and delivered one discharge of energy appropriately. However, while attempting to discharge a second delivery of energy, the device displayed a "defib fault 79" message and failed to charge the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.